Event description:
Related manufacturer report number: 2182269-2023-00045. It was reported that the device prematurely separated from the delivery catheter which lead to a cardiac perforation resulting in an effusion and tamponade during the implant procedure. As a result, the patient experienced hypotension and arrhythmia that required resuscitation and temporary external pacing. Additionally, pericardiocentesis was performed to relieve the effusion and tamponade. A thoracotomy was performed and a cardiac patch was utilized to amend the perforation. The device was removed from the patient and they were then transferred to the intensive care unit where they ultimately passed away. Additional information was requested, but not yet received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Corrected information: the event of the device spontaneously releasing from the device that was previously observed did not occur. However, the catheter and device were difficult to maneuver during implantation.